Event description:
It was reported that while being used during a procedure, an endoscopic electrode arced.

Manufacturer narrative:
Final investigation showed that the device was damaged. The insulation on the distal tip was burnt and melted, and the device was also bent at a noticeable angle.